Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 128 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. The customer was nauseous, headache and tired. Customer ran out of insulin. Diagnosed diabetic ketoacidosis. Hospital is treating customer with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.